Manufacturer narrative:
On (B)(4) 2016 - additional information was provided. This lead had dislodged and when they went to revise it, tissue was found stuck in the helix. (B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted and replaced due to an issue with the helix. It was replaced with the same model lead. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.